Manufacturer narrative:
This also serves as a correction report. The following section has been updated: e4: initial report sent to FDA. The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. In the absence of a returned product, an investigation has been performed. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, and an investigation was conducted, and corrective actions have been taken. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a low reading issue was reported with the freestyle libre 3 sensor. A third-party (spouse) reported a customer¿s death that occurred on (B)(6) 2024. The customer received unspecified low sensor scan readings of approximately "54" and it's unknown whether a trend arrow was noted on the device. It was indicated that the customer self-treated with insulin (dose/type unspecified) and went to heat up their dinner. The customer was walking to a chair and reportedly fell down. The spouse tried to help the customer but they couldn't get up. Subsequently, the spouse called 911 and was instructed to do compressions, however, they couldn't revive the customer. The paramedics arrived and they measured the customer's glucose level in which they obtained a reading of "300" on a healthcare meter. The paramedics decided to bring him to the hospital, where he died. Attempts were made to follow up with the reporter to obtain further information, however, the phone number provided appears to be invalid. Based on the provided information of the case, the customer took insulin following a low glucose reading and then went to heat up their dinner. As the customer was walking back to their chair, they lost consciousness and required resuscitation. The blood glucose reading from the paramedics was 300 mg/dl. Prior to the loss of consciousness, the customer was able to ambulate and was heating their dinner suggesting that they were not in any acute distress. Therefore, dka is unlikely. A glucose of 300 mg/dl by itself would not lead to an acute event. There is no product serial number provided that will tie this complaint to field action 1002-2025 (low readings). Therefore, it cannot be reasonably suggested that an adc device caused or contributed to the reported death.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a low reading issue was reported with the freestyle libre 3 sensor. A third-party (spouse) reported a customer¿s death that occurred on (B)(6) 2024. The customer received unspecified low sensor scan readings of approximately "54" and it's unknown whether a trend arrow was noted on the device. It was indicated that the customer self-treated with insulin (dose/type unspecified) and went to heat up their dinner. The customer was walking to a chair and reportedly fell down. The spouse tried to help the customer but they couldn't get up. Subsequently, the spouse called 911 and was instructed to do compressions, however, they couldn't revive the customer. The paramedics arrived and they measured the customer's glucose level in which they obtained a reading of "300" on a healthcare meter. The paramedics decided to bring him to the hospital, where he died. Attempts were made to follow up with the reporter to obtain further information, however, the phone number provided appears to be invalid. Based on the provided information of the case, the customer took insulin following a low glucose reading and then went to heat up their dinner. As the customer was walking back to their chair, they lost consciousness and required resuscitation. The blood glucose reading from the paramedics was 300 mg/dl. Prior to the loss of consciousness, the customer was able to ambulate and was heating their dinner suggesting that they were not in any acute distress. Therefore, dka is unlikely. A glucose of 300 mg/dl by itself would not lead to an acute event. There is no product serial number provided that will tie this complaint to field action 1002-2025 (low readings). Therefore, it cannot be reasonably suggested that an adc device caused or contributed to the reported death.